Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The single used loading unit (sulu) was fully applied. Since the clinical instrument was not received, a pmv representative instrument was used for all functional testing. The loading unit was reloaded with staples, reloaded into the representative instrument and applied to test media. The staple line was properly formed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a low anterior resection procedure, after firing the device, the staples would not close and the staple line was open. There was blood loss by more than 500cc, the incision was extended more than 1 inch, and had tissue damage on the rectal area. The blood loss did not result in a transfusion. The patient status is stable and normal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low anterior resection procedure, after firing the device, the staples would not close and the staple line was open. Another reload was used in order to control the situation. The was blood loss by more than 500 cc, the incision was extended more than 1 inch, and had tissue damage on the rectal area.